Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he would receive a message that his bolus was not being delivered. Customer states that he has had stuck button errors in the past. The customer¿s blood glucose level was 491 mg/dl. Troubleshooting was not completed. The insulin pump will not be returned for analysis.